Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, and cracked belt clip slot. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 168 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.